Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an ilet system with a blood glucose of 189 mg/dl while using an infusion set in the abdomen and a fiasp prefilled cartridge. After disconnecting, drops were observed at the connector, an air bubble was seen in the removed cartridge, and a full supply change was completed with guidance, resolving the occlusion. No symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage or seal issue associated with the reservoir, in the context of an improper or incorrect procedure or method during setup and use. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.